Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: extension. Product ID: 399930, lot# v030168, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the stimulator was removed due to infection. The indications for use were non-malignant pain and failed back surgery syndrome. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.